Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.

Event description:
It was reported that there was medication leaking out of the side of the unit and there was white residue on the pump. The event occurred while in use with patient at patient's home. There was no harm reported.